Event description:
It was reported in the acta obstrica et gynecologica scandinavia 2002; 81: 72-77, that a sling procedure was performed and a hemorrhage occurred intraoperatively. The patient required a transfusion, vaginal tamponade and IV meds. The patient lost 2510 cc of blood.